Event description:
It was reported that the patient presented for a follow-up in clinic due to discomfort felt from an inappropriate shock. It was noted that the right ventricular (rv) lead was over-sensing noise from another inactive rv lead attached to the system which lead to the inappropriate shock. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.